Manufacturer narrative:
The impella 5.0 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) male patient had impella 5.0 pump inserted in the left axillary for cardiomyopathy. It was reported the patient developed hemolysis during pump support which was confirmed via pfhg measurements. To improve the situation impella¿s level was reduced from p8 to p4. Additionally, the patient was administered four units of red blood cells. No further information was provided.